Manufacturer narrative:
It was reported that the pt developed an infection one week post-implant. The warning section of the IFU states "if an infection develops, treat the infection aggressively. It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time. Available info indicates no device will be returned and/or additional info will be provided. We therefore, consider this report complete to the best of our current knowledge.

Event description:
Surgeon reported: pt underwent xenmatrix implant during a large ventral hernia component separation procedure. One week postop, the pt was diagnosed with an infection and wound dehiscence. The pt's wound was debrided and a wound vac was placed. On (B)(6) 2011, the surgeon reported the infection is resolving. The surgeon reported the pt has a rash on his abdomen and back. The pt is being treated with steroids for the rash.